Event description:
It was reported that while the device (a transfer bag/freezing bag set) was in use at a cord blood processing facility, a leak from the freezing bag component of the device was detected as follows: previously collected umbilical cord blood had been transferred into the transfer bag component of the device. After the initial centrifugal stages of processing, the transfer bag containing the cord blood was processed with the cyropreservative. The unit was then hung so that the cord blood drained from the 200 ml transfer bag into the freezing bag. During the draining the technician noticed blood leaking around the seal on the large compartment of the freezing bag. The contents of the large compartment of the freezing bag were then transferred immediately into a new transfer bag set and drained into the larger compartment of the freezing bag, the small compartment of which had already been sealed by the technician. (The small compartment of the original freezing bag and its contents were retained, since the small compartment was intact and its contents were not affected). The transfer of the cord blood from the original freezing bag into the new transfer bag, and its subsequent drainage into the new freezing bag extended the unit's processing time by three minutes. Approx 1.0 ml of the cord blood in the large compartment of the original freezing bag was lost due to the leak and the subsequent transfer of the remaining cord blood to the large compartment of the new freezing bag. Both the original freezing and the second freezing bag were then placed into the canister and frozen as intended. The laboratory mgr commented that the differences in texture of the bag makes it very difficult for the tech to get a proper seal.

Manufacturer narrative:
Device evaluation begun, but not yet completed.